Event description:
I have recently had complex foot surgery in february, then the surgery had to be redone sept 14th because I was in so much pain both doctors were too afraid to provide me any pain meds. I have suffered in pain for so long because they say they are only allowed to prescribe small amounts of pain meds for less than a week. Having your bones broken and tendons partly taken out and metal hardware put in is extremely painful. 4 years ago they gave me about 20 times more pain meds just for a small endoscopy procedure. It is ridiculous that I have to suffer in pain for so long, not to mention my chronic pain, because you guys stopped them from prescribing. You need to know that different people have different tolerance levels. Not to mention that there is a huge difference from one manufacturer to the other, and some feels like there's nothing in it at all. And it seems as if all the good manufacturers have gone away. Something needs to be done about this it is becoming a serious problem. They won't even give you fentanyl right after a surgery when you wake up because they're too afraid they will get in trouble. They also will not give you any long-acting drugs to help with pain to stay on top of the pain and that is also a serious problem when you go through as many surgeries as I do. Please try to stop scaring the doctors into being unable to prescribe any medications that people actually need. FDA safety report ID #(B)(4).